Manufacturer narrative:
Concomitant product: boston scientific inflation device. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "use of this device is restricted to a trained healthcare professional." And "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook hercules dilation balloon with an unknown registered product number (rpn). The device was used over a guide wire. It was placed in the cricopharyngeal (cp) region. After the physician was happy with the placement the surgical technician began inflating the balloon. The balloon slipped down when at 12 mm at two (2) atmospheres. The tech deflated the balloon and it was repositioned. The tech re-inflated to 12 mm the balloon held position and the tech continued up to 13.5 at four (4) atmospheres with minimal resistance. The technician was instructed to continue to 15 mm. As the balloon was inflated, attempting to reach 15 mm, a "pop" was heard. The technician attempted to deflate the balloon and the device was advanced into the esophagus a few inches to help flatten it and keep fluid from going into the airway. The guide wire was retracted and the balloon was removed from the patient. The endoscope was advanced to look at the site which had no remarkable changes. The procedure was ended.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. An examination of the device found a split in the balloon approximately 4 cm long. The balloon would not hold pressure and could not be tested in this condition. No part of the device appears to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state, "use of this device is restricted to a trained healthcare professional." And "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.